Event description:
It was reported that the shunt was not working properly and was explanted.

Manufacturer narrative:
The product was discarded at the hospital and was not available for return to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.